Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer's blood glucose level was unknown. Customer reported that the sometimes he gets too much insulin when he doses the insulin based on his freestyle libre blood glucose. Customer declined for 24 hours helpline. Insulin pump will not be returned for analysis.